Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that after significant weight loss the patient experienced pain at the ipg site. Surgical intervention was undertaken on (B)(6) 2023, where the ipg was repositioned. Therapy was restored post-op.